Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a very high blood glucose but the pump did not alarm. Customer's blood glucose was 17 mmol/l. Customer's blood glucose went down to normal when they used another pump at the hospital. Customer did the motor displacement test and the pump passed. Customer stated that there were no special alarms. Customer's blood glucose was normal and did not require medical treatment.